Event description:
The manufacturer received information alleging,chin breaking out. Difficulty in breathing that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported chin breaking out, difficulty in breathing with the CPAP device's sound abatement foam. The manufacture received additional information alleging chin swelling,nose irritation. There was no allegation of serious or permanent harm or injury. Section h6 has been corrected/updated.